Event description:
Clave removed from hickman catheter. Site-scrub device used to perform intraluminal and extraluminal cleaning. Upon withdrawing the site-scrub device, the nurse noted that one of the foam fingers from inside the site-scrub remained lodged inside the catheter. The nurse was able to remove it using a sterile needle.